Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was getting a burning shock-like pain in both lower extremities. It was noted that the patients ipg had migrated and was unable to connect with the remote control or clinicians programmer. High impedances were also noted. The patient underwent an explant procedure.